Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a follow-up visit to the hospital, loss of capture was observed. A chest radiograph revealed lead dislodgement. During repositioning, the helix would not extend. The lead was explanted and replaced. The patient was stable.